Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door had failed. The customer stated that the malfunction occurred when a user tried to issue medication to patients and caused a delay in dispensing medication to patients, since the user had to get the medications from pharmacy. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was failed. A field service engineer opened up the latch column, cleaned, greased, and secured all latches in the tower; addressed dirt buildup and loose harnesses, reassembled the unit, and confirmed all doors were functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door had failed. The customer stated that the malfunction occurred when a user tried to issue medication to patients and caused a delay in dispensing medication to patients, since the user had to get the medications from pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device brand name a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was failed. A field service engineer opened up the latch column, cleaned, greased, and secured all latches in the tower; addressed dirt buildup and loose harnesses, reassembled the unit, and confirmed all doors were functioning properly. The system functioned as intended after the field service engineer repaired the device.